Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with systemic bacteremia. The entire implantable pulse generator (ipg) system was explanted. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.